Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was (B)(6). Conservatively, (B)(6) has chosen to report this complaint due to the potential that the device involved could have been (B)(6). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Gastro-intestinal ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2022 the patient was admitted to the hospital with a diagnosis of stomach (peptic) ulcer with low hb. As of (B)(6) 2022, the patient was at home and recovering. It was reported that the patient was taking ferrous fumarate 2x/week. It was unknown if the tubing or the medication of ferrous fumarate caused the peptic ulcer.